Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked case at the battery tube side, cracked battery tube threads and cracked case at the corner of the belt clip rail at the back of the pump. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, missing serial number label, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, corroded pcba 2, moisture damage on motor and corroded keypad flex traces. No damage noted on the force sensor. Damage- cracked case battery tube confirmed at the back of the pump. Cosmetic damage was confirmed at the back of the pump. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to corroded electronic assembly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced the battery compartment and back part of the insulin pump were damaged. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1885 was requested and the device was returned.